Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced intermittent audible alerts. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.